Event description:
As reported: the femoral cannula moved out of the artery resulting in a massive hemorrhage and death of the patient. Update 3/15/2010: attachments have been added with additional description of event. At issue appears to be the "tunneling technique" used by the facility in an effort to reduce infection risks. This dramatically reduces the length of the cannula within the vessel which may have contributed to problem encountered. No allegation of product malfunction.